Event description:
It was reported the patient experienced inadequate pain relief since implant with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein patient¿s ipg was explanted and replaced with a new ipg to access burst therapy. Reportedly, effective therapy was restored post operatively.